Event description:
The initial reporter received a questionable elecsys vitamin b12 immunoassay result from a patient sample tested on the cobas e411 disk. The initial result from the analyzer was 170 pg/ml. The repeat result from another instrument was 250 pg/ml.

Manufacturer narrative:
The serial number of the cobas e411 disk was requested but not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 expiration date was updated. Further information regarding the case was requested but not provided. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.